Event description:
A falsely elevated troponin I result of 1.47 ng/ml was obtained on a pt sample. The result was reported to the physician who questioned the result. The same sample was tested on the same instrument and a result of 0.08 ng/ml was obtained. A redraw was tested and a result of 0.08 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result.